Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve separation issue. Initially after starting the procedure, the medical team began the process of washing the sheaths. After washing the material items, it was not possible to insert the sheath dilator into the sheath, even with considerable force. The dilator only went a few centimeters into the sheath. Therefore, it was necessary to open a new sheath to proceed with the procedure. There was no patient consequence reported. The procedure was not delayed due to the reported event. The procedure was completed successfully. Additional information was received. There wasn¿t any physical damage/deformation on the sheath/dilator. There was no occlusion when irrigating the sheath. The sheath wasn¿t narrowed, partially blocked nor completely blocked. The physician wasn¿t able to even insert the dilator inside the sheath. The dilator / catheter wasn¿t stuck in the sheath. The insertion of the dilator wasn¿t possible. The event was assessed as non reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2023, the hemostatic valve was dislodged and broken inside of the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6)2023.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged and broken inside of the hub component also the dilator was returned, and it was found stress marks on the dilator body. Then a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodgment could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue and the biosense webster inc. Analysis finding of the ¿hemostatic valve separation¿ issue. -investigation findings: stress problem identified (c0706)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: guide (g04061) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue and the biosense webster inc. Analysis finding of the ¿dilator shaft bent¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).